Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse was unable to replicate the issue and the issue wasn't replicated during failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the vip to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the reported "319 error" issue was confirmed but not replicated. The issue was confirmed via the lighthouse error logs. The vip was visually inspected, and no issues were found. The unit was installed onto a known good system and powered on with no issues. The fiber optic light levels were inspected via signal sentry, and the values were found to be within the expected range. The system was left to idle for eighteen hours and power cycled five times with no issues. As a result of these findings, no root cause could be determined.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during case setup, a non-recoverable 319 error occurred. The technical support engineer (tse) reviewed the system logs and confirmed the 319 error was related to the vdcx. The clinical sales representative (csr) had already attempted a hard power cycle on the system. The tse then suggested performing another hard power cycle on the tower only. The csr executed this action, but the 319 error reappeared immediately.